Manufacturer narrative:
The med history was rec'd and evaluated. Infection, compounded by the pt's smoking, is the probable cause of failure.

Event description:
Implant did not integrate. Pt is a smoker. One person affected.